Manufacturer narrative:
The investigation into the purge leak ¿ pump and the pump stop issues has been completed since the original report was filed. The pump was returned for investigation. Product evaluation confirmed damage to the reservoir filter joint as it came back split in half. The pump additionally had a large purge gap. The cause of the purge leak was damage to the reservoir filter joint however the cause of damage is unknown. The cause of the pump stop was bearing wear due to misuse of the pump over the pump life duration. Section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission. Removed f6 and f8.

Manufacturer narrative:
The medical center in the EU has not yet returned for benchtop analysis any impella pump product or data logs. Upon the completion of the investigation, a final report will be forthcoming. Per the IFU: maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ "do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The medical team in the EU placed an impella cp to offer hemodynamic support to the patient admitted with cardiomyopathy and myocarditis. After 10 days of support there was an observation made of an impella cp purge sidearm leak. The pump remained on support until the pump stopped 10 days later (after 21 days of support). The pump was explanted and replaced.